Event description:
A customer reported that "there was a kink in [the] cannula." We do not know when this pod was activated, but on (B)(6) 2011 at 12:31 pm, her blood glucose read "high (>500 mg/dl). She ate 20 grams of carbohydrates and administered 2.7 units of insulin. At 1 pm, her pdm still read "high" so she administered a bolus of insulin worth 5 units. By 2 pm, her blood glucose had still not decreased so she administered more insulin (4.65 units). Upon doing this, she stated, "she smelled insulin coming from the pod and she felt it coming out of the adhesive." While wearing this pod her basal rate was set at 0.45 units/hour and she wore the pod between 4 and 24 hours - no specific time of activation/deactivation was provided. The product will be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine a malfunction or defect that would have caused or contributed to the customer's "high" blood glucose. A kink in the cannula would restrict insulin delivery and likely lead to high blood glucose levels. The device was not returned, therefore, we cannot confirm that a cannula kink occurred. The customer did not report an alarm which normally occurs when the device encounters a kink. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide provides further instruction on what to do if blood glucose is greater than 250 mg/dl and states that if after a total of four hours if blood glucose still remains high to activate a new pod with a new vial of insulin and then contact a hcp for guidance. The lot was reviewed and was found to have met all acceptance criteria.